Event description:
It was reported that the patient passed away. The date and cause of death are unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Section b3: event date was estimated based on information provided by the site stating "it was reported by a family member on (B)(6) 2021 that patient expired over a year ago". Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate ii left ventricular assist system (lvas), serial number (B)(6), cannot be conclusively established through this evaluation. It was reported that the patient passed away. The date and cause of death are unknown. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.